Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed as received. Visual inspection observed a separation at the engagement between the tubing and drip chamber. Closer inspection of the engagement under a lab microscope observed insufficient solvent at the end of the tubing. No anomalies were observed with the second secondary set. Functional testing could not be conducted due to the separation. The internal tubing diameter was measured and found to be within specification. The outer tubing diameter of the drip chamber's outlet port was measured and also found to be within specification the root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn had closed roller clamp of secondary tubing m preparation to prime tubing with antibiotic when rn went to spike vancomycin bag the tubing separated from the drip chamber."patient currently in induction phase of chemotherapy and admitted for suspicion of sepsis. Had issue with tubing not been noticed patient would have been at an even greater risk for infection." Received a copy of the customer's additional information letter from FDA which states, ¿rn had closed roller clamp of secondary tubing in preparation to prime tubing with antibiotic. When rn went to spike vancomycin bag the tubing separated from the drip chamber." It was reported that the rn was preparing a secondary infusion vancomycin hcl (1000 mg /250ml) for a picu patient. During priming the set separated at the drip chamber and leaked. The customer confirmed that there was no user harm reported as the event occurred prior to set up .

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn had closed roller clamp of secondary tubing m preparation to prime tubing with antibiotic when rn went to spike vancomycin bag the tubing separated from the drip chamber." An incomplete date of event of (B)(6) 2019 was provided. Received a copy of the customer's additional information letter from FDA which states, ¿rn had closed roller clamp of secondary tubing in preparation to prime tubing with antibiotic. When rn went to spike vancomycin bag the tubing separated from the drip chamber." It was reported that the rn was preparing a secondary infusion vancomycin hcl (1000 mg /250ml) for a picu patient. During priming the set, the separated at the drip chamber and leaked. The customer confirmed that there was no user harm reported as the event occurred prior to set up.